Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from sw1. The suggested event is detectable and preventable by handling the device in accordance with the following section of the instructions for use: - detection methods are written in IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to deformation of switch 1, water tightness was lost; air/water cylinder had discoloration; suction cylinder had discoloration; forceps channel port had a scratch; grip had a scratch; due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value; due to a scratch on objective lens, the image had dark area partially; plastic distal end cover had a scratch; adhesive around objective lens had a chip; objective lens had a chip; light guide lens had a chip; bending tube was deformed; adhesive on bending section cover was detached; connecting tube was snaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope failed the leak test. The device was returned for evaluation. During the device evaluation, a white foreign material was found inside the air/water cylinder and air/water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.